Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2019 and suture was used. It was reported that there was needle breakage during stitching in c-section. Changed another one to complete surgery. There was no adverse patient outcome reported. No additional information is available.